Event description:
Customer is requesting an event log review for a possible overdose of dilaudid. There is some suspicion the family of the pt was giving boluses to the pt. The pt had to be transported to a higher level of care. Medical intervention required however details of interventional not provided. The cause is certain the device did not cause the possible overdose. Dilaudid concentration: 10mg in 50ml. Pca dose 0.2mg with a 10 minute lock out. No basal or bolus doses were ordered. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned because an event log review was requested. Although requested, the customer has not returned the data set and event logs. A follow up report with failure investigation results will be submitted should the data set and event logs be returned for evaluation.